Event description:
Patient had a secondary medication attached to primary tubing and a pump. The patient did not receive the medication and it is either an issue with the medication tubing or the infusion pump. The medication in the secondary bag filled up with more fluid so unsure what dose of medication the patient received. Alaris pump from cardinal health, model # 8015, lot # 2013-8, serial # (B)(4), catalog # 10019205.